Event description:
It was reported that there was a hairline crack in the air separation chamber of a prismaflex m150 set which resulted in a leak. This issue was discovered during use. There was no report of patient injury or medical intervention associated with this event. No additional information was provided.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph was provided for evaluation. During visual inspection of the photo, it was observed that the return line deaeration chamber was cracked. The lines of the set including spikes are provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to the supplier manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.